Event description:
Customer reports obtaining reuslts of 127mg/dl and 77mg/dl within 1 min on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.